Event description:
Uncontrolled extrusion into patients mouth. Spoke to assistant when calling on the recall for said product. She stated that they had a syringe that squirted 1/2 of its content into the patient's mouth. She said that they used cotton roll isolation. She said that the gel went onto the patient's buccal mucosa and gingiva. She said that they immediately rinsed off the tissues until all of the gel was gone. She said that the patient did not report any adverse effects. They have the syringe which is mostly empty and 2 more syringes.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. (B)(4). The office used only cotton rolls for isolation, which is inadequate. By immediately rinsing patient the dentist prevented tissue injury. 09/09/2014 - device evaluation from same lot.

Event description:
Uncontrolled extrusion into patients mouth spoke to assistant when calling on the recall for said product. She stated that they had a syringe that squirted 1/2 of its content into the patient's mouth. She said that they used cotton roll isolation. She said that the gel went onto the patient's buccal mucosa and gingiva. She said that they immediately rinsed off the tissues until all of the gel was gone. She said that the patient did not report any adverse effects. They have the syringe which is mostly empty and 2 more syringes.

Manufacturer narrative:
(B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Device has not been returned by customer. Directions for use indicate rubber dam use is required. The office used only cotton rolls for isolation, which is inadequate. By immediately rinsing patient the dentist prevented tissue injury.